Event description:
It was reported that resolution volume reads 45.2ml, empty in 16 hours and 45 minutes. However, they reported the reservoir looking fuller than usual. They stated they have been using the pump for 8 years and this looks different than normal. They think a clamp was partially closed and still allowed enough medication through to not trigger the hip alarm. Clamps were fully opened. Starting volume was 125ml. They advised patient to keep pump running and call clinic. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.